Event description:
This spontaneous report was received on (B)(6)-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 2640d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the flosser heads from recent package broke in the middle while flossing. The consumer stated that the device was used for a long time without any adverse events. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.